Event description:
It was reported that after foley catheter was placed, but no urine flow was observed. A urologist also participated in the implementation, but there was still no urine flow. Upon inspecting the catheter tip, it was determined that the drainage eye was not open.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.